Event description:
Same case as: 2134265-2008-03732 and 2134265-2008-03736. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, stent damage occurred. The physician advanced the taxus liberte 32 x 2.75mm stent delivery system to the lesion. However the lesion could not be crossed. When the stent was withdrawn, the struts were reported to be damaged. The lesion being treated was located in the right coronary artery (rca). No patient injuries or complications were reported. The patient's current status is reported as "satisfactory."

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. A number of proximal stent struts were pulled proximally. This type of damage is consistent with the device meeting some form of restriction. However, the complaint states that the physician could not cross the lesion with this unit. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. Several kinks were noted along the entire length of the hypotube. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release. The root cause of the stent damage is unknown.